Manufacturer narrative:
Manufacturer's report date: 03/04/2009.

Event description:
A set containing lipids was found to be leaking from the filter. It was also reported that there were some evidence of backflow of blood. From the reported incident, there are no indications of serious harm or injury to the patient/user as a result of this incident. The set has been received, but the investigation is not complete. A follow-up report will be sent when the investigation is done.